Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified a damaged power cable connected to the surgeon side console (ssc). As a field scrap item, the power cable was replaced and scrapped. It will not be returned to isi for further investigation. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from straining or rolling over the power cable when the user forgets to disconnect the system cables prior to moving subsystem components. This issue can be resolved by replacing the power cable. The da vinci instructions for use (IFU) instructs the user to follow good cable management practices, including that care should be taken to avoid bending, kinking, or stepping on the system cables, which can cause damage.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the prong broke off the surgeon side console (ssc) power cord. Customer would use the system with one ssc only for the day. The procedure was completing as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: surgeon was able to use the second surgeon console in the room. This was identified prior to the patient arriving to the room. No injury.